Manufacturer narrative:
Investigation in process, but not yet completed.

Event description:
The field service rep (fsr) reported during preventative maintenance (pm) of the device, the electronic pt gas system (epgs) for two year pm would not calibrate. Since this event was during pm, there was no pt involvement.